Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger cord was broken, and the caregiver was informed that the device uses a micro-usb charging cable; the patient¿s ilet reportedly had a full charge at the time of the call, and education was provided regarding obtaining a compatible replacement cord. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy beyond a potential inability to recharge if a replacement cord is not obtained. Investigation included customer service troubleshooting and user education on proper accessory replacement. Investigation of this case revealed no device malfunction of the ilet itself and indicated an accessory issue limited to the external charging cable. It was concluded that the cause was user-supplied accessory damage consistent with routine wear or handling.